Manufacturer narrative:
The device was returned to zoll medical corporation with the onestep cable used. The customer's report was not replicated or confirmed. The device was passed all charge testing without duplicating the report. The device was stressed, cold and hot soaked, and defib cycled without issue. The device was recertified and returned to the customer. The device activity log was unavailable for review as it had been overwritten. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.